Event description:
It was reported that the patient will undergo a revision surgery to replace the left implant due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event (infection) can be confirmed as the surgeon provided a CT scan that showed the left tmj devices were removed. Revision devices are being designed and manufactured and shipped to the hospital soon. Overall, the surgeon did not report any device failure, malfunction, or other performance issues. He confirmed that the devices were removed due to infection. H3 other text : not available.

Event description:
It was reported that the patient will undergo a revision surgery to replace the left implant due to infection.